Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine procedure. It was reported that the site was receiving the following message from the mobile view station (mvs)"an error has occurred that may have damaged the systems database, please contact medtronic technical services." The site rebooted the system multiple times without resolve so they used the c-arm instead. Imaging was aborted causing less than an hour in delays. No impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system can confirmed the reported issue. They restored the data base and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine procedure. It was reported that the site was receiving the following message from the mobile view station (mvs)"an error has occurred that may have damaged the systems database, please contact medtronic technical services." The site rebooted the system multiple times without resolve so they used the c-arm instead. Imaging was aborted causing less than an hour in delays. No impact on patient outcome.